Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was dilaudid (hydromorphone). The reason for use was non-malignant pain. It was reported that there were all of a sudden wet spots that have leaked through clothing. The incision had healed but now it looks like a new incision with a pin hole. She had a refill sometime between (B)(6). She noticed leakage on november 21, december 8, and december 11. No interventions were mentioned. The patient was redirected to the doctor. There were no further complications reported/anticipated. Additional information from the healthcare professional indicated that the pump appears to have eroded through skin. Actions taken to resolve the issue included the patient being seen by neurosurgery. The patient was admitted in the medical center on (B)(6) 2019.